Manufacturer narrative:
Details of complaint: the customer reported that the transmitters were intermittently in signal loss at the central nurse's station (cns). They experienced 100 or more instances of signal loss within a 24-hour period. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause for the communication issue is typically due to the telemetry transmitter or org receiver being disconnected from the network. The reported signal loss was to be resolved by on-site support, however, the customer did not provide a purchase order. Complaint history did not reveal any complaint relating to signal loss until after 12 months. The signal loss reported in this ticket was most likely resolved without nk assistance. As such, the cause of the signal loss is unlikely to be related to an nk device failure. Common causes for signal loss are signal interference due to environmental factors or settings related issues.

Event description:
The customer reported that the transmitters were in signal loss at the central nurse's station (cns). They experienced 100 or more instances of signal loss within a 24 hour period. No patient harm was reported.

Manufacturer narrative:
The customer reported that the transmitters were having signal loss issues, they have experienced 100 or more instances of signal loss within a 24 hour period. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitters were having signal loss issues, they have experienced 100 or more instances of signal loss within a 24 hour period. No patient harm was reported.